Event description:
It was reported that during the lap sigmoidectomy procedure, the tissue pad started to melt. The customer used another like device to complete the case with no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the tissue pad melted and partially detached. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. Our instruction insert states: care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedal is depressed and keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.